Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap left hip x-ray "a" - left total hip arthroplasty exhibits dislocation of the femoral head. Ap left hip x-ray "c" - left total hip arthroplasty exhibits dislocation of the femoral component. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date: jun 2018 to dec 2022. G2: foreign - event occurred in italy. G2: literature - andriollo, l., nesta, f., el motassime, a., et al. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery? Archives of orthopaedic and trauma surgery, 146 (9), 1-12. Https://doi.org/10.1007/s00402-025-06110-5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced a revision due to recurrent dislocations of a primary total hip arthroplasty. Attempts have been made and no further information has been provided.